Event description:
It was reported that in the ward three days after the catheter was placed, a leak was found from the white lumen during injection. As a result, a new kit was opened and used without issue. A delay was reported, however, no death or complications were reported as a result of this occurrence. Cemma confirmed that the catheter did not tear but instead the doctor intentionally cut the catheter for a bacterial culture.

Manufacturer narrative:
(B)(4).